Event description:
Device report from synthes reports an event in united kingdom as follows: is the product available for return? So long as it¿s returned from sterile services. It was reported on (B)(6) 2023, that the surgeon was final tightening the set screws at the indicated torque with the anti-torque and the screw driver was slipping in the heads of the screws before reaching torque. We changed the driver and the same happened; on inspection, the teeth on the drivers had worn. This was the second time this had happened in the same operation. There was no patient impact. The procedure was not the cause of the failure. No delay in surgery. This report is for one (1) x25 final tightener. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.